Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1620 muscle/tendon damage.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient had a cgm inaccuracy issue 6 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 160 mg/dl, however, the patient was feeling symptoms of hypoglycemia. No bg meter reading was provided for comparison. The patient was sweating and was unable to walk and had to crawl on the floor to obtain sugar water to drink (it is also noted that the patient uses a wheelchair, it is unclear why the patient did not use the wheelchair or if he was just unable to). While the patient was crawling, he sustained an unspecified leg injury. At an unspecified time later, the patient called the (B)(6) hospital and they sent ¿someone¿ to pick the patient up and bring him to the hospital. The patient could no longer recall the treatment or medications he received at the hospital, nor did the patient specify when he was discharged home. However, at one point on the call the patient stated he ¿spent the weekend¿ at the hospital. The patient stated he was still in pain and ¿losing his mind¿ at the time of report. Follow up by technical support was made on (B)(6) 2024, the patient mentioned his fingerstick was checked and was "below 40 mg/dl", when asked for more details regarding the event, the patient declined to provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred.the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient had a cgm inaccuracy issue 6 days after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s cgm was reading 160 mg/dl, however, the patient was feeling symptoms of hypoglycemia. No bg meter reading was provided for comparison. The patient was sweating and was unable to walk and had to crawl on the floor to obtain sugar water to drink (it is also noted that the patient uses a wheelchair, it is unclear why the patient did not use the wheelchair or if he was just unable to). While the patient was crawling, he sustained an unspecified leg injury. At an unspecified time later, the patient called the (B)(6) hospital and they sent ¿someone¿ to pick the patient up and bring him to the hospital. The patient could no longer recall the treatment or medications he received at the hospital, nor did the patient specify when he was discharged home. However, at one point on the call the patient stated he ¿spent the weekend¿ at the hospital. The patient stated he was still in pain and ¿losing his mind¿ at the time of report. Follow up by technical support was made on (B)(6) 2024, the patient mentioned his fingerstick was checked and was "below 40 mg/dl", when asked for more details regarding the event, the patient declined to provide further information. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction. D1 brand name - correction. D4 catalog no - correction. D4 serial no - correction. G3: date received by mfg - correction. G4 PMA / 510k (premarket numbers) - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.